Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without the relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include surgical technique or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that the patient was participating in a hip study and intraoperatively presented a fracture.